Event description:
Reporter alleged obtaining a result of 513 mg/dl on the mobile system compared back to back with a result of 183 mg/dl on the unknown compact plus system when testing was performed within 10 minutes. Reporter stated that she injected 2 units of insulin based on the 183 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). Other: na.

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.